Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received six unopened samples that pertain to the product code sxpp1a400. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or fixation tab failure were observed during evaluation, and the tab was intact and attached to the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows the broken fixing tab. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2022 and a barbed suture was used. During closure on the first pass while attempting to seat the tab the tab broke off the suture. Suture was tied to continue with the procedure. There were no adverse consequences for the patient.